Event description:
Alleged patient revised due to mom complications: serum colbalt and chromium ion levels test and found to be elevated- right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01160.